Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a patient profile was not displayed at the station. The customer stated that the nurse was unable to pull medications to a patient due to this malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not appearing in the station. The customer emailed the patient information. A technical support specialist (tss) accessed the server and ran a patient query, found the patient had been admitted to the emergency department and transferred to the intensive care unit (ICU). The ICU unit was confirmed to be in the appropriate area. The tss noted that a message regarding the transition from inpatient to outpatient status might have led to the patient not appearing, but it was confirmed that the station was set up to display recurring visits and that the admission inactivity days were configured to 60, ruling that as not the issue. The findings were communicated to the customer along with facility search information, which could assist in locating the patient in case of further transfers. No additional issues were reported at that time, and the customer authorized the closure of the case. The system functioned as intended after the technical support specialist troubleshot the device.